Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor was an experienced user and used the device after instruction for use. It was reported that hemorrhage did not occur in the cath lab and that it began on station. After about 3 hours hemorrhage with large hematoma. The vascular surgeons rehabilitated the vessel. It was reported that the patient is stable and was at no time in mortal danger. A pre-deployment angiogram was performed. Bleeding occurred out of the procedure room. An ultrasound was performed to diagnose the bleed. The patient did not require a blood transfusion. The patient was required to stay in the hospital for an extended stay due to the event.